Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Info was received that reported a pt was hospitalized some time in 2007, due to an incident of hyperglycemia. The reporter states she has been experiencing difficulty with her blood glucose for sometime prior to her hospitalization. Upon admit her blood glucose was reported as >1000 mg/dl, she was treated with IV fluids and insulin. The reporter was unable to be more accurate with the dates and details of her hospitalization and reports that she has been off the pump for about a month since the incident. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report has not been returned for evaluation.